Event description:
It was reported that the patients battery stopped charging. The patient underwent implantable pulse generator (ipg) revision procedure. Patient is doing great after surgery with good coverage.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a month and a half ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patients battery stopped charging. The patient underwent implantable pulse generator (ipg) revision procedure. Patient is doing great after surgery with good coverage.

Manufacturer narrative:
Investigation result: an analysis of the device data logs did not reveal any anomalies related to premature battery depletion. However, review of the charging log revealed two issues that have contributed to inability to charge or longer charging time than expected: 1. Possible misalignment of charger with ipg causing lower than expected charge current. 2. Possible misalignment or poor ventilation causing charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users do not follow the instructions for use (IFU). Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Labeling review: a labeling review did not reveal any anomalies as it states: for proper operation, do not use the charger if the ambient temperature is above 35 c (95 f) and the charging distance between the charger and the ipg is between 0.5 cm to 2 cm. Centering the charger over the stimulator ensures the shortest charging time. The charger will beep as it searches for the ipg and will stop beeping when it is aligned with the ipg and over time, the ipg battery will need more frequent recharges. Like all rechargeable batteries, use over time and repeated recharge cycles reduce the maximum charge capacity of the ipg battery. Investigation conclusion: the allegation of difficult to charge ipg was confirmed. The ipg passed all testing and exhibited normal device characteristics. However, an analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger-ipg alignment. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.